Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that leak on the sheath. During procedure to treat atrial fibrillation (af), a polarsheath was selected for use. It was observed that sheath was leaking air. It was about 10 minutes that the procedure been in progress when the issue first occurred. No air seen in the patient. The dilator was across the valve and dilator wiped with saline prior to introduction into the valve. The issue was resolved when the sheath was replaced. The procedure was completed with different device used (same model). There were no patient complications. The device was contaminated; it will not be return for analysis.